Event description:
The time of event is not during procedure. There was no report of patient harm. Air/water tube clogged.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the air tube stuck accessory/object. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the air tube. In addition, our technician confirmed that the insertion flexible tube compressed (short in length), the objective gluing cracked, the angle wire play, the operation channel (secondary) deformed, the bending rubber leak, the objective lens scratched, the lcb distal cover glass scratched, the control body dirty, the light guide cable dirty, the remote control buttons disinfections damage, the distal body worn out, the segment worn out, and the root brace rubber (insertion flexible tube) flared; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0630(air/water & jet water channels)"" and/or the risk analysis results, it was evaluated to submit MDR.